Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient had experienced two inappropriate shocks from this tachy device approximately 30 years ago. This device has since been explanted and replaced. No additional adverse patient effects were reported.